Event description:
A philips employee became aware of a journal article (published online 16feb2023) ¿a head-to-head comparison of laser vs. Powered mechanical sheaths as first choice and second line extraction tools¿. The study retrospectively aimed to analyze the efficacy and safety of extraction tools as first-line and as crossover devices, since there are only few studies in the literature directly comparing different powered sheaths. A total of 142 consecutive patients (245 leads) undergoing transvenous lead extraction (tle) were enrolled in the study between january 2012 and february 2021. All lesions were sequentially treated by laser (spectranetics glidelight laser sheaths) or mechanical sheaths (spectranetics tightrail rotating dilator sheaths or cook medical evolutions). Procedural complications in the laser sheath group included 8 hematomas, 2 patients that experienced hypotension, 2 arrhythmias, and 2 pericardial effusions (MDR #3007284006-2026-00244). Additionally, a superior vena cava (svc) perforation was observed in all 3 cases, and death occurred despite pericardiocentesis and urgent sternotomy. One (1) patient died in the intensive care unit with generalized sepsis (MDR #3007284006-2026-00245). In the mechanic sheath group, procedural complications included 4 hematomas and 1 pericardial effusion. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 16feb2023 has been used, the date of publication. Zsigmond, e-j, et al_2022_ a head-to-head comparison of laser vs. Powered mechanical sheaths as first choice and second line extraction tools. Europace (2023) 25, 591¿599 . Doi:10.1093/europace/euac200 this report captures the serious injuries that occurred after use of the tightrail device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - mean age 65.4±13.7. A3a) patient sex - 111 males, 31 females. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from hungary, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, hematoma and hemopericardium (pericardial effusion) are listed as potential adverse events with use of the tightrail devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.